Event description:
It was reported the patient presented to the emergency room (ER) with dizziness. The right ventricular lead impedance was low and a lead warning was triggered; the lead was also not capturing. The device had indicated elective replacement (eri) about eight months previous and the device had a power on reset (por), however, the patient was lost to follow up. The lead was inactivated and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual device and lead were not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the device battery indicator signified that it is time for device replacement and diagnostic data was cleared. Analysis revealed for the lead, a lead warning alert occurred between (B)(6) 2012 and (B)(6) 2013. The cause and exact timing was unable to be determined due to elective replacement (eri) being tripped prior to the lead warning.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is similar to a myocardial sutureless lead marketed in the u.s. The event is being reported due to an alleged malfunction(B)(4).